Event description:
On (B)(6) 2013 at (B)(6) hospital, the customer indicated that prior to a transporting the patient the rotaflow console (s/n (B)(4) material number 70102.8708) would display a battery error on screen and shut down. System was plugged in on an ambulance and ran of the generator. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a (B)(4) technician and the power supply board was found to be defective and was replaced. The power supply was also replaced as a precaution. The device was tested to factory specifications and passed all tests. (B)(4).